Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode which resulted in a fall. The patient also went into third degree at rioventricular block. The right ventricular (rv) lead exhibited high thresholds and undefined high impedance. The implantable pulse generator (ipg) exhibited device issues. The ipg and rv lead were programmed off, remain in the patient and the epicardial system was replaced with a transvenous system. No further patient complications have been reported as a result of this event.